Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a total hip arthroplasty surgical procedure for hip prosthesis without cement, it was observed that the battery handpiece device was not working at all. According to the report, neither the saw nor the drill were working. The reporter stated that the device was tested before delivery to the hospital and was working. However, when the operation nurse tested the device, the device was not working. It was reported that the patient was already under anesthesia when the event occurred. As a result, the surgeon decided to suspend and reschedule the surgery as an identical spare device was not available for use. The rescheduled procedure was successfully completed on (B)(6) 2018 and the patient condition was reported as stable. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was documented as unknown in the initial report and has been updated as 6/27/2011. UDI has been updated accordingly. The manufacturing location was documented as unknown in the initial report and has been updated to (B)(4). Site name and address have been updated accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. It was determined that all ball bearings were severely worn and blocked. It was determined that the device failed pretests for step 20: worn optical condition, step 40: the hand piece it¿s leaky, step 60: the hole is blocked, and step 90 check for free moving. It was determined that step 130 and 140 could not be performed as the hand piece was blocked. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.